Manufacturer narrative:
The pod was returned undeployed. Inspection of the download data showed multiple timeouts and a drive stall. It could not be determined what caused the drive stall. However it could be concluded that the drive stall did prevent the device to deploy. The download data showed that the device returned an 0xd7 alarm, indicating that a power on reset was detected while running. Inside the device corrosion was present, however it could not be determined when this corrosion occurred and if it would contribute to the observed 0xd7 alarm. The exact cause of the alarm could not be determined. No other damages or deficiencies were observed during the investigation. The exact cause of the reported communication error could not be conclusively determined. The returned pod had is housing cracked. The batteries where found to be corroded. Contamination of corrosion could be found on the mechanism rails, link age assembly, pcb, ratchet gear, commutator cap and chassis. No internal leaks were discovered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after wearing the pod for 15 minutes, the pod gave a communication error. Upon removal, the patient reported that the cannula was not visible and did not deploy.